Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had an infection a "couple" of weeks after a stimulator and lead replacement. The pt had been admitted to the hosp. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.